Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insertion sites were leaking and had issues with bent cannulas. Customer indicated that this was a past event. Customer's blood glucose was 600 mg/dl at the time of incident and customer treated with an injection. Customer declined troubleshooting on the pump or for the high blood glucose. There was no further information provided by the customer or by troubleshooting.